Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the fall-off and hi-pot tests. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. As received, the belt failed the fall-off and hi-pot tests. Upon investigation, several pins of u713, a 16-bit low-powered micro controller, were found to be out of tolerance. The test failures were likely due to a defective component u713 on the distribution node pca. The root cause of the defective u713 pins cannot be positively identified. No adverse event resulted from the defective electrode belt. The last patient to use this belt did not report any deficiencies.